Manufacturer narrative:
On 1/13/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve leak occurred. It was reported by the caller during the real af study the atrial fibrillation (afib) after insertion into the patient had bleed back from the valve. They exchanged the sheath and the issue was resolved. No report of patient consequence. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged inside of hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, since a microscope testing was performed and evidence of mechanical damage was observed on the hemostatic valve. This damage also suggest that the dilator was tried to be introduced not on a straight position as indicated on the odp. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history review was performed for the finished device 00001467 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the brim cap could be related to the handling of the device during the procedure however, this cannot be conclusively determined; the odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. The root cause of the dislodged hemostatic valve could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, an internal action has been opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve leak occurred. It was reported by the caller during the real af study the atrial fibrillation (afib) after insertion into the patient had bleed back from the valve. They exchanged the sheath and the issue was resolved. No report of patient consequence. The white valve inside the clear molded plastic appeared to be open. And leaked blood back from the patient. The hemostasis valve (gasket) did not break into pieces nor detached from the sheath. No air entered the patient¿s body. The blood loss was minimal and thus the hemodynamics was not affected. No intervention was required. The hemostatic valve leak is MDR-reportable.